Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported insulin leaked from the adapter due to a crack. No adverse event reported. The adapter lot number was not provided. Return of the suspect device was requested for evaluation.